Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 567 mg/dl, and a high level of ketones. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. The contact alleged the pump was not functioning as intended, however, this could not be confirmed as tandem technical support and customer's healthcare provider checked pump history and settings and confirmed the pump was functioning as intended.